Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx3571 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "during insertion of a 4fr bard solo single lumen PICC to patient's upper right arm, PICC insertion proceeded without complications, catheter tip verified using 3cg technology, the tearaway dilator device was disengaged in the normal manner but it failed to completely break apart. Half of the dilator remained attached to the exposed few centimeters of PICC catheter exiting the patient's arm. It appeared as though a plastic ring of the dilator remained intact holding the dilator snugly to the PICC line."

Event description:
It was reported via medwatch "during insertion of a 4fr bard solo single lumen PICC to patient's upper right arm, PICC insertion proceeded without complications, catheter tip verified using 3cg technology, the tearaway dilator device was disengaged in the normal manner but it failed to completely break apart. Half of the dilator remained attached to the exposed few centimeters of PICC catheter exiting the patient's arm. It appeared as though a plastic ring of the dilator remained intact holding the dilator snugly to the PICC line."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The reported product lot (refx3571) was not consistent with the described product, and no material number was provided. Consequently, the lot and product code were removed and are unknown at this time.